Event description:
Two days following a successful transoral incisionless fundoplication (tif) procedure, the patient began to have epigastric pain. The physician performed an esophagogastroduodenoscopy (egd) and CT scan with contrast and everything appeared to be normal. The patient then started experiencing more epigastric pain, bloated abdomen, tachycardia and ileus. It was then decided to take the patient back to surgery and perform a diagnostic laparoscopy which revealed 150ml of green fluid in the upper right quadrant. A closer look at the gastroesophageal junction found no perforations and the stomach insufflated, there was no leakage. The patient developed acute respiratory distress syndrome (ards) and was intubated and kept on a ventilator. It is believed that a microperforation occurred during the tif procedure, that had resolved spontaneously by the end of the procedure and subsequently that would explain the 150ml of green fluid found during the diagnostic laparoscopy. The patient is reported as doing fine and has since been taken off of the ventilator and has gone home.

Manufacturer narrative:
No allegation of product malfunction and the device was disposed of per the hospital's standard operating procedure and is not available for an evaluation.